Event description:
It was reported that upon unplugging the IV infusion pump to be used for transport, the device alarmed and gave an onscreen message "replace battery" and then the device powered down. IV 0.9% normal saline was infusing at the time of the event. There was no patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient information was requested but not provided.

Event description:
It was reported that upon unplugging the IV infusion pump to be used for transport, the device alarmed and gave an onscreen message "replace battery" and then the device powered down. IV 0.9% normal saline was infusing at the time of the event. There was no patient harm.